Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description leaking observed at lowest y-site on pump tubing after PICC was blocked/occluded. Medication was epoch (etoposide / prednisone / vincristine / cyclophosphamide / doxorubicin. Rn reported that chemo was leaking from port closest to patient. Chemo was infusing via bbraun infusomat space pump . Patient had a PICC line in his r antecubital. Rn noted that the pump had been alarming for downstream occlusion , and PICC had been difficult to flush. No evidence that port had been used. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. The photo shows the packaging of the product but does not show of the product itself. Based on the photo, the reported defect could not be observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.